Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon evaluation, there was contamination on the battery board and bedside board. The cause of the inability to recognize a battery pack is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted form the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's charger modem would not recognize battery pack removal or insertion. The pt was issued a replacement charger/modem.